Event description:
A user facility reported to olympus that during reprocessing, the evis lucera elite colonovideoscope was blocked with yellow and blue alarm. Upon inspection and testing of the returned device, it was observed that foreign material was exiting from the air and water nozzle. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation, the evaluation found a blockage in the air and water channel which occurred during reprocessing. A black rubber material was found during evaluation which was suggested to be due to user handling. Additionally, the device was found to be leaking. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, fragments of injection tube or silicone rubber product used in endoscopic room may have gotten into channel and left in the air/water nozzle. These fragments did not appear to be from the olympus scope. This information is addressed in the instructions for use (IFU): ¿operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor the field performance of this device.